Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-may-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they think the leads moved as he lost coverage about two months ago. The patient stated that he had good coverage in his back and legs until then. The patient had started using a stretch roller six months ago which was the only thing the patient could think of that might have contributed to the issue. Impedances were found to all be within normal limits. The stimulator was reprogrammed and they could only get coverage using the top of the lead. The patient had nothing in their legs and every other part of the lead got an uncomfortable sensation in his sides near his arm pits. The patient was given a new program to use where it covered his back pain and was scheduled to have an x-ray to determine if the lead moved. The issue was not resolved at the time of the report. The indications for use were non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that it was unknown if x-rays confirmed lead movement. The cause of the lead movement was not known. It was unknown if any interventions had been taken or if the lead movement had been resolved.